Event description:
It was reported that, during meniscus repair, t2 could not be deployed. The needle was bent. The ts were removed from the patient. No significant delay and it is unknown if there was a back up available to complete the procedure. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10: h2: additional information on b5.

Event description:
It was reported that, during meniscus repair, t2 could not be deployed. The ts were removed from the patient. No significant delay and a back up was available to complete the procedure. No other complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4). H10 h3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A visual evaluation showed that the t1/t2/suture was not returned. The actuator was in the pret2 position. The needle is bent. The device was returned in the original packaging. A functional evaluation showed the actuator stuck in the pret1 position due to the bend in the needle. The customer provided image confirmed the product identification information. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. The complaint was confirmed and the root cause was associated with unintended use of the device. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10, h3,h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. The customer provided image confirmed the product identification information. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that, during meniscus repair, t2 could not be deployed. No delay and it is unknown if there was a back up available to complete the procedure. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.